Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that the insulin pump was exposed to pool water which resulted in the device having a blank display. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display followed by a watchdog alarm/anomaly due to moisture damage on the electronic assembly. The pump was also received with moisture damage on the motor. Unable to confirm the unresponsive buttons/keypad due to the blank display. However, found corroded keypad traces. Unable to verify the button error alarm due to the blank display. The pump was received with partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked display window and a scratched reservoir tube window.